Manufacturer narrative:
G2: country of origin is vietnam. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, distributor) regarding a patient having lumbar disc her niation treatment spinal therapy at levels l4l5s1. It was reported that after performing decompression and disc replacement at l4-l5-s1, six voyager screws  were placed into the l4-l5-s1 vertebral bodies under c-arm fluoroscopic guidance. After rod insertion, during the process of tightening the six set screws, one set screw was found to have stripped threads upon tactile assessment. After inspection, all parties evaluated that the set screw was not suitable for use and replaced it with another set screw. There was no patient symptom reported. There were no further complications reported regarding the event.